Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation confirmed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the visera elite ii video system center had error e105. During inspection and evaluation, e105 was reported due to a defective light emitting diode (led) repair. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to faulty led repair lamp. Olympus will continue to monitor field performance for this device.